Manufacturer narrative:
Reliability analysis inspected 1 opened and or used enlite sensor and performed bicarbonate buffer test. The sensor failed per spec due to high readings. The cannula was found bent. It was unable to be confirmed that the customer received sensor in said condition due to customer having returned opened and or used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had issues with their sensor and blood glucose readings. The sensor reading was 266mg/dl and the blood glucose reading was 195mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer states the very tip of the sensor is bent a little. Troubleshoot was conducted. The customer was educated on calibration and insertion techniques. The customer was advised the sensor would be replaced and returned for analysis.